Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
It was reported that the patient pulled the lead wires while sleeping during the night prior to the day of the report.